Event description:
C-arm not moving. It has been reported that the c-arm was not moving. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing angiography, and it could be completed. A philips field service engineer (fse) inspected the system onsite and found that c-arm was not moving because of issue in bodyguard. Upon functional testing, engineer identified that issue occurred because of humidity. The engineer cleaned the tube cover and calibrated the sensors in bodyguard to solve the issue. After troubleshooting, the system was returned to use in good working order. The codes were updated based on the investigation outcome.